Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. A f/u report will be submitted if new info becomes available. Eval: conclusions: a f/u report will be submitted if new info becomes available.

Event description:
The customer reported that during a left heart catheterization procedure air was drawn into the contrast line below the spike. This occurred when the customer pulled back on the syringe in the kit. No air was injected into the pt. No harm or injury was reported.